Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. The battery charger switch inside the generator had been turned off and the covers removed. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 2600 had a pre-charge error at boot up which could not be overcome with repeated attempts. There was no adverse pt involvement reported.